Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck inside my body [foreign body in reproductive tract], string on a tampax compak pearl tampon came off [device breakage]. Consumer sent an email stating that the tampax compak pearl string came off causing the tampon to become stuck in the vagina. The string came off without additional force from consumer. No serious injury reported.

Manufacturer narrative:
08-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon stuck inside my body [foreign body in reproductive tract] string on a tampax compak pearl tampon came off [device breakage] consumer sent an email stating that the tampax compak pearl string came off causing the tampon to become stuck in the vagina. The string came off without additional force from consumer. No serious injury reported.